Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification and 99% stenosis, pre-dilatation was performed. A 2.25x28mm rx xience xpedition stent delivery system (sds) was advanced; however, the sds could not cross the lesion due to the patients anatomy. Reportedly, the proximal shaft of the sds was noted to be separated outside of the patient anatomy. However, it could not be confirmed that it was the proximal shaft and not the mid, distal shaft that separated outside of the patient anatomy. The sds was simply withdrawn from the patient anatomy and a smaller size xience stent was used to ultimately treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.